Manufacturer narrative:
(B)(4). Batch # p91l0r. The analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. The instrument was cycled and it fed and formed 1 conforming clip; upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feeder shoe tab was noted damaged causing the feeding issues. Five clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was fired twice in the patient and nothing came out. The product was removed from the patient and fired again and two clips came out in one shot; so, it was jammed from the start. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.